Event description:
A caller reported the adc freestyle libre 2 sensor fell off after 2 days of wear. The customer experienced low blood glucose and was unable to self-treat. The customer had contact with a healthcare professional who provided oral glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device manufactured date) has been updated based on the extended investigation. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to an adhesive issue-overbandage/support mount to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc freestyle libre 2 sensor fell off after 2 days of wear. The customer experienced low blood glucose and was unable to self-treat. The customer had contact with a healthcare professional who provided oral glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.